Event description:
It was reported that the ventilator failed internal leakage test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported issue with failing internal leakage test has been confirmed during evaluation of received problem description. Our field service engineer was on site to investigate the reported issue further and could not find any malfunction. The ventilator was tested and it functioned properly and it was cleared for clinical use. No parts were replaced.